Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the complaint by reviewing the error log. The error was reproduced by running an all set home. The issue was resolved by cleaning and lubricating the sorter z axis and cup z axis. The instrument was validated by running qc (quality controls). The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 18jan2019 through aware date 18feb2020 there was no other similar complaint identified during the review period. The aia-2000 operator's manual under appendix 4: error messages states the following: 4051 sorter z-axis home detection failure cause : the home sensor failed to activate after the sorter z-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The probable cause of the reported event was due to cleaning and lubrication needed for sorter z axis and cup z axis.

Event description:
A customer reported getting error messages 4051 sorter z-axis home detection failure on the aia-2000 instrument. The customer tried lubricating and repowering the instrument, but this did not resolve the issue. The customer stated that the cup and tip sorter would not open. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.